Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several bursts of inappropriate anti-tachycardia pacing and 1 shock due to a suspected supraventricular tachycardia (svt). Technical services (ts) could not confirm if the treated rhythm was either svt or real ventricular tachycardia as this device is single chambered and there is no atrial information provided. Ts recommended that the cardiac rhythm should be evaluated by the physician based on the patient medical condition. Further information received confirms the physician considered the episode an svt. The hospital will try to make the patient be compliant with the medication and if the arrhythmias persist, perform an av node ablation. This ICD remains in service and no additional adverse patient effects were reported.